Manufacturer narrative:
The hospital's biomed tested the alarm behavior of the intellivue mx400 patient monitor, and the device was found to be working as intended during testing. All alarms were announced as expected. Additionally, a philips field service engineer (fse) went to the customer site to collect the ECG strips for the reported event, the alarm logs from the central station, as well as the status logs and device reports for the monitor. These were forwarded to philips product support engineering for evaluation. The alarm logs showed that the red asystole alarm was generated at 10:43:47 a.m. And was ended at 10:44 a.m. The asystole can also be seen on the provided ECG strips. The bedside monitor announced the asystole alarm as expected. There is no indication of a malfunction of the device. The product remains at the customer site. No further investigation or action is warranted.

Event description:
The customer reported that no asystole alarm was announced for bed 7 in the emergency department on (B)(6) 2018 at 10:43 a.m. The (B)(6)-year old female patient suffered from an asystole. CPR was performed and medication was administered to assist the patient, who was then transferred to the ICU.